Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue was duplicated and verified. Investigation found the magnet was missing in the lid and was the cause of the reported issue. This device has been archived by stryker.

Event description:
The customer contacted stryker to report that their device does not power on as expected when the lid is opened, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on as expected when the lid is opened, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.